Event description:
Customer stated they received multiple packages of part (B)(4) with safety shields retracted: the blade is exposed while in package. Senior sales representative met with customer and discovered surgeon received a small puncture to the middle of his right hand due to knife being exposed.